Manufacturer narrative:
There is an instruction that states, "never place humidifier in an area where it is accessible to children" and consumer failed to perform that instruction.

Event description:
Consumer alleges humidifier caught on fire causing property damage to his son's room. There was not a report of personal injury with this incident.